Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Initial reporter: telephone number: (B)(6). Device evaluated by MFR: 81 - other: the device is not returned as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that glittering adhering substances were observed on an intraocular lens (iol) implanted on (B)(6) 2022 . The reporting physician thought it could be pieces of metal, but when the physician checked it carefully, it seemed to be white spots that had been attached to the back side of the edge of the lens. The physician tried to remove it with irrigation/aspiration (I/a) manually only to fail. He gave up removing it, and the operation finished with no changes. The substances had already attached on the back surface of the lens when the iol had been inserted, and they had not been removed with ia. The iol remains inserted. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no complaint product was returned for evaluation. Customer provided photos were reviewed by subject matter expert., who determined that "there were evaluated 2 pictures provided by the customer and attached to the current document, the pictures show a pseudophakic eye, claimed to be implanted with a tecnis monofocal with optiblue 1-piece iol, model zcb00v. Both images look similar, the only difference is the zooming and show a whitish/glittering particle in the lens edge at 12:30, which measures approximately 0.1 x 0.2 mm. The nature, origin and potential clinical impact of the observed particle cannot be determined from a picture assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.